Manufacturer narrative:
Final analysis of the stimulator revealed there was a parity power on rest (por) and the "bit" was not reset. The stimulator was received in an unopened shrink-wrapped box and a por was noted. According to the trace report taken from the stimulator the por count was at four. This indicated that a recharger and or programmer had communicated with the stimulator four times after a parity por had occurred and prior to it being cleared. The firmware in the stimulator was designed so that if a parity error was recorded in the log then a por would take place and the customer would be informed via the physician programmer, patient programmer or recharger. Until the parity por is cleared the firmware in the stimulator assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue would occur whenever a parity por was the last por logged in the stimulator. The stimulator passed functional testing and recharged normally.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that power on reset (por) sign had been seen upon interrogation of the implantable neurostimulator (ins) prior to implant. It was stated that the device had appeared faulty, so the decision had been made not to implant. No patient injury was reported. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.